Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads both dislodged. The ra lead was repositioned and it remains in use. The rv lead was unable to be repositioned; it was explanted and replaced. No patient complications have been reported as a result of this event.